Event description:
Boston scientific received information that during a routine device replacement, blood was observed inside the outer insulation. The physician used a repair kit and put a sleeve over the affected portion of the lead. All lead measurements pre and post procedure were within normal limits. Subsequently, additional information was received that this product was part of a system revision due to infection. The product was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.